Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2481) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("on some days look as though I'm 6 months pregnant"), fatigue ("exhausted"), urticaria ("hives"), skin disorder ("bumps on my skin"), weight loss poor ("weight gain that refuses to lose"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), mood swings ("mood swings"), sleep disorder ("sleep disorder"), premature menopause ("early menopause"), headache ("headache"), irritability ("irritability"), pain in extremity ("pain in right foot") and insomnia ("insomnia") and was found to have weight increased ("weight gain that refuses to loose"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, premature menopause, headache, irritability, pain in extremity and insomnia outcome was unknown and the abdominal distension, fatigue, urticaria, skin disorder, weight increased, weight loss poor, alopecia, dyspareunia, mood swings and sleep disorder had not resolved. The reporter considered abdominal distension, alopecia, dyspareunia, fatigue, headache, insomnia, irritability, mood swings, pain in extremity, pelvic pain, premature menopause, skin disorder, sleep disorder, urticaria, weight increased and weight loss poor to be related to essure. The reporter commented: insertion date reported in social media (B)(6) 2008 and (B)(6) 2008. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Event 'insomnia' added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 03-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("on some days look as though I'm 6 months pregnant"), fatigue ("exhausted"), urticaria ("hives"), skin disorder ("bumps on my skin"), weight loss poor ("weight gain that refuses to lose"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), mood swings ("mood swings"), sleep disorder ("sleep disorder"), premature menopause ("early menopause"), headache ("headache"), irritability ("irritability") and pain in extremity ("pain in right foot") and was found to have weight increased ("weight gain that refuses to loose"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, premature menopause, headache, irritability and pain in extremity outcome was unknown and the abdominal distension, fatigue, urticaria, skin disorder, weight increased, weight loss poor, alopecia, dyspareunia, mood swings and sleep disorder had not resolved. The reporter considered abdominal distension, alopecia, dyspareunia, fatigue, headache, irritability, mood swings, pain in extremity, pelvic pain, premature menopause, skin disorder, sleep disorder, urticaria, weight increased and weight loss poor to be related to essure. The reporter commented: insertion date reported in social media (B)(6) 2008 and (B)(6) 2008. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event pain in right foot. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2481) on 03-nov-2015. The most recent information was received on 28-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("on some days look as though I'm 6 months pregnant"), fatigue ("exhausted"), urticaria ("hives"), skin disorder ("bumps on my skin"), weight loss poor ("weight gain that refuses to lose"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), mood swings ("mood swings"), sleep disorder ("sleep disorder"), premature menopause ("early menopause"), headache ("headache"), irritability ("irritability"), pain in extremity ("pain in right foot") and insomnia ("insomnia") and was found to have weight increased ("weight gain that refuses to loose"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, premature menopause, headache, irritability, pain in extremity and insomnia outcome was unknown and the abdominal distension, fatigue, urticaria, skin disorder, weight increased, weight loss poor, alopecia, dyspareunia, mood swings and sleep disorder had not resolved. The reporter considered abdominal distension, alopecia, dyspareunia, fatigue, headache, insomnia, irritability, mood swings, pain in extremity, pelvic pain, premature menopause, skin disorder, sleep disorder, urticaria, weight increased and weight loss poor to be related to essure. The reporter commented: insertion date reported in social media august 2008 and october 2008. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-nov-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("on some days look as though I'm 6 months pregnant"), fatigue ("exhausted"), urticaria ("hives"), skin disorder ("bumps on my skin"), weight loss poor ("weight gain that refuses to lose"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), mood swings ("mood swings"), sleep disorder ("sleep disorder"), premature menopause ("early menopause"), headache ("headache ") and irritability ("irritability") and was found to have weight increased ("weight gain that refuses to loose"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, premature menopause, headache and irritability outcome was unknown and the abdominal distension, fatigue, urticaria, skin disorder, weight increased, weight loss poor, alopecia, dyspareunia, mood swings and sleep disorder had not resolved. The reporter considered abdominal distension, alopecia, dyspareunia, fatigue, headache, irritability, mood swings, pelvic pain, premature menopause, skin disorder, sleep disorder, urticaria, weight increased and weight loss poor to be related to essure. The reporter commented: insertion date reported in social media (B)(6) 2008 and (B)(6) 2008. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: f\u 2&3 proceed together- social media received: newly added events- headache, irritability, pelvic pain female, reporter was added. On 20-mar-2020: social media received: case become incident, device removed, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.